Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by the failure of either or both of the image sensor unit and the camera cable unit due to unexpected stress by customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon that the endoscopic image was blurry was not reproduced. The camera cable had cuts and scratches. The camera head¿s main body and ccd cable and camera cable components were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was blurry. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) & (B)(4) and found that the endoscopic image of the device was not displayed.